Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The report indicated "air detector disconnected." During the air detector test, the fault was confirmed. Additionally, scratches were found dso seal was missing. Visual and functional testing was performed. These were replaced with new parts. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem air detector delaminated.

Event description:
It was reported that an air detector was disconnected. The event occurred during testing.